Manufacturer narrative:
H4: device manufactured between november 04, 2019 to november 05, 2019. H10: eleven (11) actual samples were received for evaluation. Unaided visual inspection did not identify any abnormalities that could have contributed to the reported particulate matter. No foreign material was observed in all samples during magnified inspection; therefore, the reported condition was not verified. However, a damaged thread area of the fill port cap was observed in one (1) sample. The cause of the damaged thread could not be determined; however, the most likely cause was due to the cap being improperly screwed onto the connector during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that white foreign material was observed on eleven (11) 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags (fill port). This was identified prior to patient use. There was no patient involvement. No additional information is available.